Manufacturer narrative:
Updated data: e. Initial reporter and facility name. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Updated data: b2. B3. B5. H6. Additional codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that (B)(6) following the implant of a transcatheter aortic valve, central regurgitation of severe severity was identified as well as a torn leaflet. Subsequently, the patient had to be hospitalized due to congestive heart failure (chf). Additional information was received that approximately 5 years and 5 months following the implant of this transcatheter valve, the patient had methicillin-susceptible staphylococcus aureus (mssa) bacteremia that was treated with antibiotics. An unspecified amount of time later that patient presented to the hospital with worsening dyspnea and was found to have bilateral pulmonary embolism (pe). A transthoracic echocardiogram (tte) was performed that revealed severe aortic regurgitation with diastolic flow reversal in the aortic arch with a mean gradient of 5 millimeters of mercury (mm hg), a peak velocity (vmax) of 1.65 meters per second (m/s), and dimensionless index (di) of 0.94. Approximately 5 years and 8 months following the implant of the valve, a 26 millimeter (mm) non-medtronic transcatheter valve was implanted valve-in-valve.

Event description:
It was reported that 5 years and 7 months following the implant of a transcatheter aortic valve, central regurgitation of severe severity was identified as well as a torn leaflet. Subsequently, the patient had to be hospitalized due to congestive heart failure (chf).

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.